Event description:
It was reported that the insulin pump had alarmed for no reason. The insulin pump was not stored without a battery. It was also reported that there was a loose part. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
A21 alarm after battery change due to c13/ib broken solder joint. The insulin pump was received with cracked reservoir tube lip, scratched display window, scratched keypad overlay, stained keypad overlay and scratched case.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.